Event description:
Customer reportedly received results of 331 mg/dl and 105 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained; discrepant results were obtained 1/1/2007. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: test strip lot number 548994, expiration date 04/30/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.